Manufacturer narrative:
A complete lead was returned in two segments. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient was hospitalized for syncope due to loss of capture on the right ventricular lead. The physician confirmed the lead was twisted due to repeated placements at different positions during initial implant. The lead was explanted and replaced on (B)(6) 2017. The patient was stable post procedure.